Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the nozzle had foreign objects due to insufficient cleaning. Additional evaluation findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, due to a pinhole on channel tube, water tightness is lost, the adhesive on bending section cover has a chip, the adhesive on bending section cover has white-clouded area, the paint on suction cylinder is peeled, the protector of universal cord on scope connector side, the connecting tube both have a scratch, the adhesives around objective lens has white-clouded area, the light guide lens has a crack, and the adhesives around light guide lens has white-clouded area. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, could not conclusively specify the cause of the foreign material remaining in the device. Therefore, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in ¿chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had a bad angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle has foreign object. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.